Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the eye of an intraocular lens (model pcb00), the lens optic was noticed cracked. Reportedly, the lens was removed and a zcb00 lens was successfully implanted as a replacement, during the same surgical procedure. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/16/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed that the plunger was in completely advanced position and locked. A scarce amount of lubricant residue and stress marks were observed only in the cartridge tube. The intraocular lens (iol) was returned out of the device. The lens was observed cut in two pieces and with scratches and marks, typical of a lens that was removed from the eye. Due to the condition of the returned lens, the customer's reported complaint for lens cracked could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.